Event description:
It was reported that during an unspecified procedure, the catheter froze on the guide wire during advancement. While attempting to advance the flextome otw cutting balloon, the catheter became stuck on a choice guide wire. "Excessive force" was required to remove the flextome otw cutting balloon from the choice guide wire. The procedure was successfully completed with another of the same device and the same choice guide wire. No patient injuries or complications were reported. The patient's status was reported as "fine."